Event description:
Had essure placed in 2012 and in 2017 had numerous issues with bleeding, teeth cracking and removed, very painful periods. Endometriosis with 13mm thick. Hair falling out, foggy brain and major depression. Periods would be 3 weeks out of the month. FDA safety report ID# (B)(4).